Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the carelink phone jacks have been pushed into the carelink monitor. You can hear the jack rattle. The monitor will be replaced. No patient complications have been reported as a result of this event.